Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed "status 41", "status 110", "pace defib fault" and "cannot dump" messages. Complainant indicated that there was no pt involvement in the reported malfunction.